Manufacturer narrative:
Batch review performed on 12 august 2019: lot 153975: (B)(4) items manufactured and released on 21-oct-2015. Expiration date: 2020-10-04. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager: femoral component revision surgery performed 3 years and 3 months after cementless total hip arthroplasty in a (B)(6) year old man. Radiographic image provided shows the presence of radiolucent lines around the stem suggesting implant mobilization. Aseptic loosening is a possible literature described adverse event after cementless total hip replacements and causes are often unknown. The reason of this event cannot be determined.

Event description:
Revision surgery performed due to stem loosening 3 years and 3 months after primary surgery.